Event description:
Reporter indicated a vns therapy pt was experiencing an "increase in seizures, increase in intensity and increase in postictal recovery". It was also stated the pt's vns "battery is ineffective." Clinic notes received from the physician indicated a possible course of action is "reinitiating his vagal nerve stimulator therapy." Review of the programming history showed the pt's generator was disabled on (B) (6) 2006; however, confirmation has not been obtained from the site if the vns was disabled at the time of the seizure increase. Good faith attempts to obtain add'l info have been unsuccessful to date.